Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Reason for surgery: cystocele, rectocele, and incomplete uterovaginal prolapse. Concurrent procedures: tvh, cystoscopy, and anterior colporrhaphy.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review criteria.of the batch manufacturing records was conducted and the batch met all finished goods release.